Manufacturer narrative:
The event occurred outside of the united states.while this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
On (B)(6) 2017, the customer received the following results on the performa system within 10 minutes: 49 mg/dl and 254 mg/dl. On (B)(6) 2017, the customer received the following results on the performa system within 10 minutes: 31 mg/dl and 152 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.